Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was experiencing pain and swelling approximately 3.5 post initial implantation. Knee was weak and patient couldn't extend the leg. Knee occasionally clicked. Patient was able to push on a specific spot to cause pain. Revision surgery was scheduled. However, no revision has been reported yet.